Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system would not boot up. The philips remote service engineer (rse) checked the system remotely and the customer stated that after turning on the device, the countdown stops at 0:00. The review of system log files identified that the system shutdown was performed while image transfer was still in progress, which prevents the system from starting up. To resolve the issue, the rse rebooted the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.